Manufacturer narrative:
(B)(4). Batch # r5aj9z. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with two gst60g cartridge reloads present. The reload (b) was returned partially fired 1/16. The reload (c) was returned unfired with the pan partially dislodged from right side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
Would not fire. It was reported that during the laparoscopic stomach surgery, could not fire when severing body of stomach tissue on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.